Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that over the weekend his insulin pump kept alarming with no delivery. His blood glucose at the time of incident was 400 mg/dl. The issue was resolved with an infusion set change and he resumed pump therapy. Troubleshooting could not occur since the no delivery was a past event. No products were shipped or returned.